Manufacturer narrative:
The buttons on the insulin pump were responding properly however, moisture damage was found at keypad traces. The insulin pump was received with cracked case at display window corners, reservoir tube lip, battery tube threads, minor scratches and with missing end cap sticker.

Event description:
It was reported the customer's act button was not responding. The customer stated the issue had occurred in the past, but the button would start working soon after. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).